Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports related to this event. Associated MFR report numbers are 1225714-2014-01705, 1225714-2014-021706 and 2937457-2014-00699. Add'l info and clarification for the event, date of the event, and date of death has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt experienced a sudden cardiac event. The add'l info reports the best estimated date of event and the date of death as (B)(6) 2013. However, the info previously received from the initial litigation reported the best estimated date of event and the date of death as (B)(6) 2013. This info is being reported accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #1225714-2014-01706 and 2937457-2014-00699.